Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to the device not working properly and one of the cylinders not inflating. All components of the existing ipp were explanted, and a new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination identified wear at a fold of one of the cylinders that presented leaks consistent with sharp instrument damage that most likely occurred upon explant. The cylinder was unable to be pressure tested. The other cylinder showed no signs of leaks and passed the pressure testing. The pump did not present any leaks and passed the functional testing that was performed. There were no abnormalities or leaks found with the reservoir, and it performed within product specifications. Based on the information available, a conclusion code of cause not established was assigned to this investigation.